Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm displayable history crc check failed on startup. Customer's blood glucose at time of incident was unknown. Customer stated that pump alarm during normal use. Customer was advised that we are replacing pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with syringes. The customer was explained the 2 high blood glucose rule.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms noted during testing. The insulin pump had multiple alarms in alarm history file. The insulin pump alarmed due to a corrupted history file. Several bolus were programmed, insulin pump delivered properly and all bolus profiles were properly recorded at the bolus and daily total history screens. No bolus or history anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.